Event description:
During a sinus procedure (landmarx image guided fess), the jaw broke. The jaw piece and forceps were collected for return to manufacturer. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: 8211.09 - ethmoid forceps straight - lot #: unk. The ethmoid forceps were inspected and broken jaw was confirmed. The broken jaw was not included in the returned package. We do not know if it was discarded within our facility, or at the user facility. The ethmoid forceps is, from appearance, 10 plus years old. The ethmoid forceps are designed to grasp, not cut tissue. The tissue is removed by grasping and pulling it gently away from the muscosa or bone. Cause: use and handling with excess force applied to the jaw during use.